Manufacturer narrative:
Previously serial number: (B)(6) was chosen as the suspect instrument, after investigation serial number: (B)(6) was found to be concomitant instrument, then a supplemental emdr will be sent.

Event description:
It was reported that a heparin infusion was initiated at a rate of 8.64ml/hr. Using guardrails at an unspecified duration over several hrs. The rn reported that within 10-15mins of the infusion at 1335pm, the heparin bag was completely emptied. Other infusion was 1l lr infusing at unspecified rate not on a module . It was later reported that the patient did not receive medical treatment to counteract the event however the ed md consulted with the cardiologist and then decided not to give protamine. There were no other interventions required other than monitoring the patient and ptt (pt/inr ) repeated labs done approximately 2hrs after the event. The patient was transferred to another medical facility for a diagnosis that was unrelated to this event and discharged to home without any negative impact or consequence.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported customer experienced an unknown error. Although requested, no further information regarding the event or patient impact has been received.